Event description:
The following journal article from 2006 was reviewed: article citation: van der lan, m.j., bartels, l.w., viergever, m.a., and blankensteijn, j.d. (2006). Computed tomography versus magnetic resonance imaging of endoleaks after evar. European journal of vascular and endovascular surgery. 32, 361-365. The aim of this case study was to compare the sensitivity of CT and MRI for the detection of endoleak. The period between 2001 and 2003, 28 pts randomly selected from an evar follow-up program were included in the study (3 excluder pts and 25 ancure pts). Using MFR technology, 66% of the pts reviewed exhibited endoleaks while only 31% of endoleaks were detected using CT technology.

Manufacturer narrative:
As part of our investigation, attempts to obtain specific details from the author regarding the ancure devices and any associated complications were unsuccessful. We are filing an MDR at this time since we cannot definitively refute the possible involvement of the ancure device nor confirm these events have been previously reported.